Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During plain old balloon angioplasty (poba), crossing difficulties were encountered. A 3.00mmx12mm synergy drug-eluting stent was then advanced, but failed to cross the lesion. A non-bsc guide extension catheter was used and two-wire technique was performed, but the issue was not resolved. Attempts to deliver the stent to the lesion were made, however, the stent got lifted. The procedure was completed with a 2.5mmx24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent protector and mandrel were returned with the device. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink in the polymer extrusion shaft at the port entry site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During plain old balloon angioplasty (poba), crossing difficulties were encountered. A 3.00mmx12mm synergy¿ drug-eluting stent was then advanced, but failed to cross the lesion. A non-bsc guide extension catheter was used and two-wire technique was performed, but the issue was not resolved. Attempts to deliver the stent to the lesion were made, however, the stent got lifted. The procedure was completed with a 2.5mmx24mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.